Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received at the service center and evaluated. This reported problem was confirmed. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed as follows, the motor and motor cable along with hand control set was replaced. Defective drill mounting mechanism 1.0 has been replaced by 1.25. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test according to iec 60601-1 completed. Functional test according to test procedure completed. Safety test checklist enclosed. Unit safety test (iec60601-1/din en 62353) performed according to the manufacturer's final. Test procedure with reference accessories. Unit modified according to guideline of the manufacturer. Per the service report, the keypad assembly was not responding properly, the fischer cap was missing, the motor was not running smoothly, the insulation is damaged, the values of the keypad assy are out of range, and the protective earth resistance is out of range. However, specific root causes for the identified defects cannot be determined. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: this device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. Please see signed legacy fms batch review. Device history batch: null. Device history review: null.

Event description:
It was reported by the affiliate in the (B)(6) that the know frame was defective and the cover from cable was missing on the micro tornado hp w handcontrol device. During in-house engineering evaluation, it was determined that the device had a defective drill mounting mechanism. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.